Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage lead could not come out of the delivery sheath. The lead and delivery sheath were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the introducer sheath was not returned, therefore condition, model and brand are unknown. Used a fresh c315 and lead passed introducer test. If information is provided in the future, a supplemental report will be issued.